Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the left ventricular lead dislodged during the implant procedure. The lead was removed and a left ventricular lead was not implanted. The patient was noted to be in good condition following the procedure.